Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a service technician checked out the machine at the customer site. The door position sensors were checked for obstructions. None were observed. The technician observed the door position sensor status on the hardware tab with the door open and with the door closed. All readings were accurate and without delay. Checked all electrical connections to and from the door position sensors. All pins were securely seated. A multifunction cca auto-test and a fluid test were completed with passing results. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that alarm 4402 was a cascade of alarms 4213 and run ending alarm 1009, which caused the contents in the channel to be pushed into the bottle which in turn triggered the 4402 alarm. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported suspected hemolysis. Donor information and outcome are not available at this time.

Manufacturer narrative:
Investigation: a service technician checked out the machine at the customer site. The door position sensors were checked for obstructions. None were observed. The technician observed the door position sensor status on the hardware tab with the door open and with the door closed. All readings were accurate and without delay. Checked all electrical connections to and from the door position sensors. All pins were securely seated. A multifunction cca auto-test and a fluid test were completed with passing results. Investigation is in progress, a follow-up report will be provided.

Event description:
The customer reported suspected hemolysis. Donor information and outcome are not available at this time.